Event description:
It was reported the patient had a loss of therapeutic effect. The patient had increased urgency and incontinence and didn¿t feel like they were emptying. Intervention included reprogramming and medication adjustment. The patient was given ciprofloxin for a urinary tract infection. Impedances were measured and were all normal. The event was noted as ongoing and possibly related to the device or therapy and unlikely related to the implant procedure. Etiology was noted as due to programming.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0228047v, implanted: 2002-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3095-10, serial# (B)(4), impla nted: 2002-(B)(6), product type extension. (B)(4).